Manufacturer narrative:
B3 date of event was erroneously entered on the initial manufacturer device report. E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
D3 (manufacturer fax) has been added. D4 (serial) has been updated. E4 has been added. H3 (device evaluated by manufacturer?) Has been updated. Placement signal issue: the signatures on returned product along with the clinical details that shockwave was being used at the time of the placement signal issue confirm that the most likely cause was sensor damage. Since insufficient information was provided regarding the distance between the two devices at the time, the nature of the sensor break could not be determined.

Manufacturer narrative:
Additional information noted the impella device was received, and an evaluation/analysis is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that the placement signal was lost during intravascular lithotripsy of the left anterior descending artery. No patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.